Event description:
It was reported the pt experienced an increase in pain. The pt's health care provider "thought" the pt's symptoms may have been due to a kink or occlusion in the catheter, but no problem with the catheter was noted. The pt's catheter was moved down from t4 to t10. The medications being delivered via the device system were morphine sulfate, bupivicaine, and compounded baclofen. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.